Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due to noise and physical damaged noted on the terminal pin. This lead was also noted to have exhibited helix retraction issues upon attempted reposition. The physician then used the lead for another access point, and noted he damaged the lead insulation in the process. This lead returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due to noise and physical damaged noted on the terminal pin. This lead was also noted to have exhibited helix retraction issues upon attempted reposition. Physician then used lead for another access point, and noted he damaged lead insulation in process. The lead is expected to be returned for analysis. No adverse patient effects were reported.